Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for assessment. The returned device included the hemostasis sheath, carrier tube, locator and packaging. The device was visually inspected and found to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by attempting to reset and redeploy the returned device. The device was attempted to be reset to forward lock position. However, a kink was formed at the base of the carrier tube and the anchor was not able to be deployed. The components were separated and dried blood was noted along the carrier tube. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely root cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the anchor did not come out of the angio-seal; therefore, the device could not be placed. Manual compression was used afterwards. No harm was reported. Additional information was received on 12dec2024: the event occurred during use/placement on the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age & date of birth: requested, not provided due to data privacy. A3a: sex: requested, not provided due to data privacy. A3b: gender: requested, not provided due to data privacy. A4: weight: requested, not provided due to data privacy. A5: ethnicity: requested, not provided due to data privacy. A6: race: requested, not provided due to data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.